Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, there was difficulty advancing the delivery catheter system (dcs) using the inline sheath. It was reported that the dcs became bent and damaged. Subsequently, the dcs was discarded and the valve was loaded onto a second dcs. A separate sheath was placed to aid in track ability and the valve was implanted. Upon sheath removal, closure devices were placed in the femoral artery. Extravasation was apparent due to a perforation of the external iliac artery on the access side. A covered stent was implanted at the perforation site. The physician reported the perforation likely occurred while trying to advance the inline sheath of the first dcs. No further adverse patient effects were reported.